Manufacturer narrative:
It is unknown to what extent the bard/davol ventralex device contributed to the patient's reported post-operative complications and eventual death. The attorney did not allege a specific device failure and no medical records, autopsy report or death certificate have been provided. The attorney did not report the patient's cause of death. A sample was not provided for further evaluation and no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Regarding allegation of infection by the attorney, infection is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. As stated in the instructions-for-use "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex device used to treat the patient and any problem with the device. Note: the actual date of implant is unknown, as reported by the attorney "in 2005, patient had a ventralex mesh patch implanted", therefore we are using (B)(6) 2005 as a date of implant. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by attorney for the patient's estate: on 2005 - the patient had a bard/davol ventralex mesh patch implanted. (B)(6) 2015 - the patient had the infected ventralex mesh removed. Prior to the removal, the patient experienced chronic draining wound of the umbilicus, and a prolonged course attempting to heal the wound. A cat scan revealed an intra-abdominal abscess with extension to the draining umbilicus sinus, which lead to the recommended excision of the infected mesh. (B)(6) 2016 - the patient died. The attorney alleges that "the ventralex patch is defective" and further alleges that "the patient suffered severe personal injuries, physical pain and suffering, and other damages, including but not limited to her death."

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide additional patient and medical information, a best match product identifier for the ventralex mesh and the correct date of implant for device. The medical records provided indicates that the patient developed an abdominal wall abscess approximately 9 years after the implant of the ventalex mesh. Though the cause of the abscess/infection is unknown, regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ treatment of the patient included the removal of the mesh. In regards to the ventralex mesh, the operative notes from this procedure are limited and only note that the easily pulled out of the fascia. Post explant the patient continued to have wound healing issue and treatment for multiple bowel obstructions. With the current information available, it is unknown to what extent the mesh may have contributed to the patient's ongoing complications and death. Per the death certificate, the immediate cause of the death was listed as "multiple organ failure due to severe sepsis and infected abdominal wound.

Event description:
As was previously reported in (B)(6) 2018: ni/ni/2005 - the patient had a bard/davol ventralex mesh patch implanted. On (B)(6) 2015 - the patient had the infected ventralex mesh removed. Prior to the removal, the patient experienced chronic draining wound of the umbilicus, and a prolonged course attempting to heal the wound. A cat scan revealed an intra-abdominal abscess with extension to the draining umbilicus sinus, which lead to the recommended excision of the infected mesh. On (B)(6) 2016 - the patient died. The attorney alleges that "the ventralex patch is defective" and further alleges that "the patient suffered severe personal injuries, physical pain and suffering, and other damages, including but not limited to her death." Addendum based on additional medical records provided: on (B)(6) 2005 the patient was diagnosed with an umbilical hernia and underwent repair with implant of a bard/davol ventralex patch. Per the implant operative report details, "a small ventralex patch was then placed in the umbilicus, tented and sutured to the mesh behind interrupted simple sutures of vicryl in standard fashion. The strappings were removed and the overlying fascial plane over the mesh was closed with simple sutures of vicryl." On (B)(6) 2015 the patient was diagnosed with abd abscess with infected mesh and underwent removal of infected mesh with excision of intraabdominal abscess cavity. Per the explant operative report details, "the abscess cavity was encountered, where a copious purulent drainage was present. A small ventralex mesh was identified, which was easily separated from the surrounding tissue. This was easily pulled out of the fascia without much dissection and again sent off as specimen. There was a large abscess cavity with a lot of hypertrophic tissue present." On (B)(6) 2015 and (B)(6) 2016 the patient was admitted to the hospital with a small bowel obstruction and managed conservatively. Several weeks later on (B)(6) 2016 the patient was diagnosed with an intraabdominal and subcutaneous abscess and underwent an abd abscess incision and drainage procedure. On (B)(6) 2016 the patient was diagnosed with an enterocutaneous fistula and underwent abd wall wound exploration with exploratory laparotomy of two segments with small bowel resections. On (B)(6) 2016 the patient presented to the hospital emergency room with complaints of abd pain, nausea and purulent drainage noted from the abd incision. Patient was diagnosed with perforated viscus and underwent an exploratory laparotomy, resection of terminal ileum, ascending colon and hepatic flexure with an ileostomy. On (B)(6) 2016 the patient was diagnosed with respiratory failure, malnutrition, septic shock and a tracheostomy procedure with a peg tube placement was performed. On (B)(6) 2016 the patient expired. Per the death certificate, immediate cause of death, "multiple organ failure due to severe sepsis and infected abdominal wound."